Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring unexpected restart. Where a cold reset was performed alarms. The customer stated the pump had been exposed to moisture and then started vibrating and alarming. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant vibrate or audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 alarm, rewind test and displacement test or verify a21 alarm due to blank display.